Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The following event is considered a sudden change in therapy/symptoms. Earlier in the day of the initial report, the patient was working in the garaged where they tripped and then slipped. The patient didn't completely fall as they were able to catch themself, but since then, the patient has experienced pain and warmth right at the ins site. They haven't noticed any changes in stimulation and it was noted that stimulation was on. They called their healthcare provider (hcp) and they told them to call the manufacturing company. Patient was advised to follow up with their hcp again. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.